Manufacturer narrative:
Of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced an inaccurate delivery issue where diabetes management factors might have contributed to the issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-13 years of age and between 33 and 33 pounds. Of the reported patients, 1 was male and 1 was female.